Event description:
It was reported that during an unknown procedure, there was leakage. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Four devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.